Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. The basket was introduced down the endoscope. Once the device was at the targeted area an attempt to advance the basket outside the sheath was made. At this time the drive wire of the basket punctured the outer sheath near the proximal end of the device. The device was removed with no injury to the pateint or user.